Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader. The volume of the leak was approximately 50 ml and was not contained within the instrument. The customer stated the instrument was generating partial aspiration errors. The instrument operator was wearing gloves, a faceshield, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer found disconnected tubing on the red blood cell (rbc) bath. The tubing was reattached which resolved the partial aspiration errors.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the needle bellow was not draining and tubing through pinch valve pv21 was pinched. The fse replaced pv21, the pneumatic actuator, and the pinch valve mount which resolved the leak. Repairs were verified per established procedures. (B)(4).